Event description:
Silikon 1000 ( oil injected for retina surgery)when opening box to pour oil unto surgical field, bottle was found to be tampered with.====================== health professional's impression======================not known.